Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges a neuroma of the right ilioinguinal nerve and right iliohypogastric nerve; however no details or medical records have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol product. It is also alleged that the patient experienced pain and neuroma of the right ilioinguinal nerve and right iliohypogastric nerve. As reported, the attorney alleges patient experienced emotional distress and the device was defective.